Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented one day post implant with the right atrial lead dislodged. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that dislodgement was confirm via chest x-ray.